Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms#(B)(4), corrected data: b1 updated to reflect product problem.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the information on the website is misleading in a way from technical sheets. The information does stipulate that the cuff is an air cuff, but with low diameter, the instructions for use mentions that this is a tts cuff and it must be filled with water and not air, whereas for the sizes from 6 and above this is an air cuff must be filled with air. The same instructions for use also mentions that the silicone cuff fits flat against the inner cannula despite the fact that there is no inner cannula for these tubes. No patient injury reported.